Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the system displayed a fatal error. The field engineer noted that the error prevented the system from performing fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.